Event description:
It was reported that the patient presented for a generator replacement. Prior to the procedure upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. During the procedure, when replacing the pacemaker, it was noted that the right atrial lead failed to be removed from the header and it was difficult to remove the rv lead from the header. The physician used a cutter to destroy the header to removed the leads. In addition, the rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.